Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Analysis of the sutureless connector found ¿no significant anomaly ¿ sutureless connector damaged at explant¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (9 mg/ml at 2.43 mg/day) and bupivacaine (2.7 mg/ml at 0.7292 mg/day) via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) opened the pump pocket to replace the pump for normal battery depletion. They noticed what appeared to be crystallized medication in the pump pocket. They connected the old pump back up to the catheter, aspirated the catheter access port, and then performed a dye study. The contrast dye began to leak around the pump. The hcp also had a difficult time disconnecting the pump connector so they decided to replace that portion of catheter. A new 8596sc was then spliced onto the catheter, connected to the new pump, and the hcp performed another dye study. No leaks were seen and they were able to follow the dye up the catheter. They then finished the surgery. The hcp diluted the drug in the pump so that the patient could be started at a lower dose. The previous morphine concentration was 9 mg/ml and diluted to 2.25 mg/ml. The patient was then started at 108.1 mcg/day. There were no known external factors that contributed to the event. The issue was resolved at the time of the report. The explanted pump and catheter will be returned for analysis. The patient's weight was (B)(6) pounds. The patient's medical history were asked but unknown. The patient's status at the time of the report was alive - no injury. Additional information was received from the company representative who reported that the cause of the leak was not determined and it was unknown what exact area it was coming from. The cause of the crystallized medication was unknown.

Manufacturer narrative:
Concomitant products: product ID 8578 lot# n175965003, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.